Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade procedure, externalized conductors were observed on the lead via fluoroscopy. All the measurements were in normal range. Lead was capped and replaced. Patient condition was good post procedure.